Event description:
Customer reported the following: device number 05.001.208 "during the procedure it was impossible to get the sagittal saw to work. A blockage of the self-locking jacobs chuck with reamer occurred". This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. There is nothing in the complaint to indicate that the device was returned to the manufacturer. The reported condition was not duplicated or confirmed. An assignable root cause is undetermined. Placeholder.